Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified in review of the system error logs. Replaced xray tube and calibrated system. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 experienced anode heat warning messages after several minutes of fluoro. System made snapping sound and then the screen went black. System needed to be rebooted to finish the procedure. There was no adverse pt involvement reported. There was no further pt into reported.